Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy using (as-received) treatment settings with reduced dwell times was initiated and completed on the cycler without complication. There were no fluid leaks in the test cassette during the simulated treatment test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette after ending their pd treatment. The patient reported receiving drain complication encountered and patient line is blocked alarms during treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event was discovered at the end of treatment and fluid was found near cycler and back of cassette hoses. The alarms occurred during drain 2 of treatment. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type, dose, route and duration unknown). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without reoccurrence of the reported event. The patient contact stated the drain complication alarm will be discussed with the pd nurse as the patient has a history of constipation. The patient contact confirmed that the cassette was already returned to the manufacturer for physical evaluation but did not have shipment information. The old cycler is available to be picked up and returned.